Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2017 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened and there were no defects found. There were multiple cs 012 and cs 052/054 alarms observed in the pump alarm history. A unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. U17 slave processor upload was unsuccessful; u17 slave processor failure is concluded. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.